Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B2: other: urinary retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were experiencing urinary urgency over the past couple of days; however, when attempting to urinate, only a small amount was produced. During the call, the patient representative (patient rep) also indicated that the patient believed a post-operative appointment was supposed to occur two weeks after the procedure, but the appointment has not yet been scheduled. The patient was advised to contact their healthcare provider (hcp) for further evaluation of the symptoms.